Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4).sorin group (B)(4) received a report that the s5 roller pump displayed an error message during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during set-up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during set-up. There was no patient involvement. A sorin group field service representative performed a serial readout on the pump and returned to sorin group (B)(4) for analysis. Evaluation of the serial read out suggested that a pcb board was causing the issue. The board was replaced and sent to sorin group (B)(4) for investigation. The returned pcb board underwent a visual inspection, functional testing and a hardware analysis, however no problems could be identified. All tests performed were without fault and the reported error was not reproduced. The customer has not experienced any further issues with the device following the board replacement. As the issue was not reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.